Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that the pushers of were all fired, but the sled was not fully advanced. The jaws were open. The distal sutures were still anchored on reinforcement material. Photographic inspection noted that the sutures were still intact preventing the reload from properly releasing the tissue. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the unreleased sutures may occur if the firing sequence is not completed. In this situation, the internal hinges which release the sutures may not engage fully and reinforcement material may not deploy properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, during transection of the stomach to create the sleeve, the stapler was able to fire, there was poor staple formation and the jaws of the device locked on the tissue. The staple line was not incomplete. The doctor said the patient was doing well and so far there was no leak. The staple line was not optimal and the doctor stapled again. The doctor said there was no loss of tissue due to the staple line because they wanted a tighter sleeve and would have stapled there regardless of the less than optimal staple line. The jaws of the load were stuck on the tissue and they needed to use laparoscopic scissors to remove. There was no permanent tissue damage. The doctor used a new staple load to create a new staple line to complete the case. There was no patient injury